Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a sam-s21 5g with the android 13 operating system. The customer experienced a signal loss and was unable to obtain readings and as a result, the customer was not alerted of changes in glucose level. The customer experienced a seizure and a loss of consciousness and was unable to self-treatment. The customer had contact with a healthcare professional who administered an unspecified injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a sam-s21 5g with the android 13 operating system. The customer experienced a signal loss and was unable to obtain readings and as a result, the customer was not alerted of changes in glucose level. The customer experienced a seizure and a loss of consciousness and was unable to self-treatment. The customer had contact with a healthcare professional who administered an unspecified injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported that the signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received high and low glucose alarms. The user complaint could not be replicated. All pertinent information available to abbott diabetes care has been submitted.